Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was due to swelling. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being "so sick," implants got "larger and larger," pain, unspecified "symptoms," and "surgeon noted alcl" but "didn't tell {patient}.¿ the device has been explanted for ¿smallest type possible." The represents the left side. No histopathological markers were reported.

Event description:
Patient reported being "so sick," implants got "larger and larger," pain, unspecified "symptoms," and "surgeon noted alcl" but "didn¿t tell {patient}.¿ the device has been explanted for ¿smallest type possible." The represents the left side. No histopathological markers were reported.